Event description:
A 70 year old female that sustained a right hip fracture on 1/16/98 had surgery on that same day. The hip was repaired with a zimmer free lock screw. She was doing well until recently when she began to have increasing pain in the hip. An office exam revealed the right leg was an inch shorter with limited and painful range of motion. The surgeon did x-rays in his office and noted that the fixation nail had cut through the head of the femur. He then took the pt back to surgery to remove the device and to do a hip replacement on 4/13/98.